Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced. Upstream occlusion alarms were confirmed and caused by a failed upstream sensor with low fluid numbers. Low ultrasonic readings make the device more sensitive to false upstream occlusion alarms. The failed upstream sensor was replaced. Low readings, increased sensitivity.